Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega suturecut needle driver instrument cable was broken/off the track. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was derailed at the wrist. The grips could not fully open and close. The movement and functionality was hindered. The derailed grip cable became frayed as well. The frayed segments were various in lengths. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.